Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user's report was confirmed. There was overheating present when plugging in the scope due to a poor socket. Additionally, the image was not displaying due to a loose printed circuit board. The front panel was also found physically damaged and deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus video system center as the light guide bundle was over heating when connecting the scope. According to the initial reporter, this occurred during preparation for an orothinolaryngoscopy procedure. The intended procedure was completed using a similar device with no delays or patient harm. During the device evaluation, it was discovered that the subject device was not displaying an image. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the video connector socket lock deteriorated due to long-term use. Olympus will continue to monitor field performance for this device.